Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trend develop. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that after a coronary artery bypass procedure, the xpose 4 was being washed when it was observed that the sponge was missing at the ceiling of the inner suction cup. Upon watching the video of the operation, it appeared that the sponge fell inside the pt's body. The hospital stated that they will not retrieve the piece; it still remains inside of the pt. The doctor is positive that the piece in the pt is the sponge. The pt is aware and is being monitored. An MRI was performed, but the piece of sponge did not appear on the tomographic examination. The hospital is aware that the xposer 4 device is a disposable device and should not be resterilized and reused. The hospital will reportedly not be returning the product in question.